Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed there were some cracks on the right plunger case top screw. Primary audible alarm background test was in the event history log. The technician performed the occlusion flow test. The reported issue was unable to be duplicated during occlusion flow test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced both the speakers and interconnect for preventive measure. Perform preventive maintenance and all functional test which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the primary audible alarm background failure occurred. No patient injury was reported.